Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered one infusion set cannula kinked event within 3 hours of insertion. Patient blood glucose at the time of issue was reported as high. The site of insertion was abdomen. Patient addressed high bg via correction bolus via pump. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.